Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) never really helped them ¿at all¿. The patient had reprogramming done in (B)(6) 2014, (B)(6) 2014, and in (B)(6) 2014 but they were never able to get the stimulation right. In (B)(6) 2014, x-rays were taken and it was determined that they are not in the right position. The patient felt that they were never in the right location but also stated that they believed the leads had shifted or moved. The patient noted that they always had to have a manual pat down when they go through airport security and that it can take a really long time to wait for an agent. Unless they were at home the patient never turned on the stimulation on and was ¿terrified¿ to have it on when they are not at home. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (b)(4, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).